Manufacturer narrative:
PMA/510(k) #: exempt. Device code: leak (B)(4) is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was tested prior to an unspecified procedure. The device leaked from the hub during the test and was not used.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One opened and unused 8.5fr mac-loc catheter was returned in a locked position for evaluation. Biological matter was found on the device, however no additional surface damage was present. Tug and twist tests conducted revealed that the flare was secure. A leak test confirmed the presence of a leak between that catheter tubing and connector cap. Upon removal of the connector cap, the suture string was found to be wound in the threads and the catheter flare was observed to have a lip. A visual inspection showed that the number of threads visible on the cap exceeded what was detailed in manufacturing specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record showed one relevant nonconformance for an incorrect fit, of which one device was scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.